Manufacturer narrative:
Inratio precision data provided by end-user lot: ni. First test inr = 5.2; second test inr = 4.7; third test inr = 5.3; mean = 5.1; sd = 0.32; %cv = 6.3. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Strip lot# was unavailable. No further tersting can be performed.

Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 5.2; second test inr = 4.7; third test inr = 5.3.